Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was damage to the network interface card (nic) board assembly, missing resistor r927. There was no pt involvement.

Manufacturer narrative:
Testing of the network interface card (nic) board on automated test equipment (ate) revealed failure of any module attached to channel 9 (nine). The failure was traced to the missing resistor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.